Manufacturer narrative:
This report will be updated if additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific crm (bsc) received information from a bsc field representative that this newly-implanted right ventricular (rv) lead was associated with a report of a perforation. During a pre-discharge check, it was found that the lead was not capturing in the ventricle. During a surgical procedure to revise the lead¿s position, the perforation was identified when the patient began to decompensate when the lead was pulled back. The lead was successfully repositioned, pericardiocentesis was performed, and the patient was stabilized with no additional adverse effects. Subsequent lead measurements and performance were normal. Additional information received indicated that three years following the event, a revision procedure was performed due to high pacing thresholds. The right ventricular (rv) lead was explanted and successfully replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.